Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent right sacroiliac arthrodesis using a titanium interference device and rhbmp-2/acs at the sacrum and ilium. Following her procedure, patient continued to have severe back pain. On (B)(6), 2013, patient was diagnosed with hypertrophic bone growth along the upper joint margin. It is reported that a surgical revision is forthcoming. The patient has never recovered from her injuries, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.